Manufacturer narrative:
Additional information was added: the lot was manufactured between december 19, 2017 to december 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking air into the set between ports 1 and 2. This was identified use of the device. There was no patient involvement. No additional information is available.